Event description:
Customer reported via phone call to have low blood glucose of 20 mg/dl to 36 mg/dl, which was treated with food and glucose tablets. Troubleshooting was performed on insulin pump to determine reason for low blood glucose and there were no findings. Customer was advised to monitor insulin pump and blood glucose and to contact healthcare professional regarding high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.